Event description:
Baxter reported "iodine was leaking between the female connector and the minicap on the transfer set. Per affilitae, this issue was noted during use and no pt injury or medical intervention was associated with this incident.